Manufacturer narrative:
Updated blocks: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2024, the team at the user facility experienced a problem with their centrifugal control unit during an adult cardiopulmonary bypass procedure whereby the unit could not produce forward flow despite showing 3000 revolutions per minute (rpms) on the monitor. No high pressure or retrograde flow alarms went off on the pump, so the team was not sure what happened. It was thought to have possibly been a high pressure excursion event with the patient. The team opted to come off bypass and after 10 minutes, they tried again on the same circuit, and it worked fine.

Manufacturer narrative:
Per the user facility, there were no high pressure or retrograde flow alarms on the pump, and it was possibly a high-pressure excursion (hpe) event with the patient.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) did not produce forward flow despite showing 3,000 revolutions per minute (rpms) on the monitor. As mitigation, the team came off bypass and then went back on with the same circuit after 10 minutes and it worked fine. The surgical procedure was completed successfully. There was a 10-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The centrifugal and flow systems were release tested, and the issue is believed to have been due to a high-pressure excursion (hpe) event with the patient. The unit operated to the manufacturer's specifications.